Event description:
It was reported that the pt presented with a shunt malfunction. The ventricular catheter had disconnected from the snap base. The defective catheter was removed and replaced with another ventricular catheter.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. On february 12, 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.